Event description:
It was reported that this right ventricular (rv) lead as found to be dislodged which was confirmed through xray. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the patient identifier (a1) in section a.

Event description:
It was reported that this right ventricular (rv) lead as found to be dislodged which was confirmed through xray. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.